Event description:
A follow up letter was sent to the customer regarding the previous call in which he indicated having unexplained high blood glucose of 486mg/dl. The customer stated that he had an emergency room visit. Troubleshooting was performed at that time and determined that the insulin was functioning properly. The customer stated that the cannula was not bent or occluded. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.